Event description:
It was reported that "the trach cuff only lasts maximum of two (2) weeks." There was no reported pt injury and/or change in therapy. Note: involved device has been discarded, therefore not available for evaluation.